Manufacturer narrative:
Pump received with high stop current due to c13 voltage leak on interface board. Pump passed displacement test, self test and off no power test. Pump received with corroded battery tube noted.

Event description:
The customer reported via phone call that insulin pump had low battery. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.